Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they are having trouble charging the ins because the recharger (rtm) is getting really hot when they charge. Pt reported that the rtm paddle is getting hot, causing the "band" to get really hot. Pt noted the relay box is probably the hottest. Pt stated that they charge every single day and have noticed in the last week that because the rtm is getting hot, it is causing their side to hurt because their skin is hot when they are done charging. The pt stated their skin was "radiating through a couple of inches away". Pt noted they "almost need an icepack" on their skin after they are done charging, and stated they do not move otherwise they lose the charging connection. The pt was asked several times during the call, and the pt confirmed every time that the rtm was not causing any medical issue. Pt just noted that their skin was pink after charging, but the rtm never left a burn or mark on their skin. An email was sent to the repair department to replace the device. [See crts/case # (B)(6)for the report of call history made by the pt.]

Manufacturer narrative:
Continuation of d10: product ID#: 97755. Serial# (B)(6). Product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID#: 97755. Serial/lot #: (B)(6). UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a rtm failure; it was stuck on checking the recharger screen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.